Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.

Event description:
Legal case ¿ USA (mdl no. 3044) it was reported via legal documentation that approximately 136 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, discomfort, and weakness, negatively affected mobility, quality of life, revision surgery, pain during surgery and rehabilitation, physical therapy, limited ability to perform normal daily activities. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5 (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm (B)(6) 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.